Manufacturer narrative:
The reported event was adverse event with no malfunction. The pacemaker was received and analyzed. Interrogation results were found to be normal and visual screen was acceptable. The pacemaker was found to be above elective replacement indicator (eri) and no device problem were found.

Event description:
It was reported that a patient with thin body habitus and pacemaker (pm) prominent was experiencing discomfort. The physician elected to explant the pacemaker and implant a new pm in subpectoral space. The patient status was not reported.